Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer's blood glucose was 144 mg/dl. The customer stated that the insulin pump had alarmed low battery prior to the keypad issues. The customer stated that he changed the battery because of the low battery alarm. He stated that the insulin pump was stuck and frozen on the version 3.0d screen, but the time advanced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump received with an intermittent button response due to flattened express bolus and esc button dome switch (creased). No frozen screens were noted. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.